Event description:
Updated summary: no specific low blood glucose value was mentioned. No treatment was mentioned for the low. Helpline explained that if customer had low occurrence, his pump would vibrate alerting him of low. The alarm would repeat until the low was resolved. If the low was not resolved and the alert was not cleared after 10 minutes, the vibration alert would escalate to a loud emergency siren. Pump was not malfunctioning. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the alarm condition is not resolved after 10 minutes, and the vibration escalates to a loud emergency siren. This cannot be altered. The customer reported a blood glucose value of 46 mg/dl. The customer experienced hypoglycemia. The event involved product(s) mmt-332a, unomedical, mmt-7040a, and mmt-1884. Troubleshooting was performed for the general documentation. Troubleshooting was not performed for the low blood glucose. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-1884.